Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the implantable cardioverter defibrillator was oversensing post-sensed t-waves. In addition, there was an incident of right ventricular undersensing. The device was reprogrammed to address the issues. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Additional information/correction - b5.

Event description:
Additional information/correction: it was reported that the patient had continued occasional t-wave oversensing, including post-paced t-wave oversensing. The majority of the t-wave oversensing was post-paced, but sometimes was post-sensed. The patient was seen in clinic and the device was reprogrammed to address the oversensing. The patient was asymptomatic and would continue to be monitored.

Event description:
Related manufacturer reference number: 2017865-2021-02120. Additional information - it was reported that the right ventricular lead was capped and replaced due to the ventricular oversensing and undersensing. The patient tolerated the procedure well and was discharged.

Manufacturer narrative:
Right ventricular lead was added as a concomitant product as it was believed to be the cause of some ventricular oversensing and undersensing.